Event description:
It was reported that one day post implant, the device exhibited loss of atrial sensing. The patient was not in heart block, therefore, the pulse generator was programmed to vvi mode for back-up support.